Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device after a percutaneous transluminal angioplasty interventional procedure using a 6f sheath. Reportedly, there was resistance advancing the proglide device over the guide wire but ultimately successful. When attempting to deploy the plunger, there was resistance. After the third attempt at deploying the plunger, it finally engaged and the click was heard. When the plunger was pulled, it was found that only the blue suture was attached to the plunger and the knot could not be advanced. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. There was report of a non-clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual and dimensionally inspections were performed on the returned device. The reported needle to cuff miss was difficulty deploying the plunger were not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, he physician advanced the device against resistance. It should be noted that the proglide instructions for use, states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, based on the reported information, the use of force was circumstantial due to the difficulties experienced during removal. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.